Manufacturer narrative:
(B)(4). Complaint confirmed. The sponge has come detached from the suture. Visual inspection indicated a slice through a portion of the sponge. Slice 10mm deep and 20.7mm wide, cutting through 17 struts across the sponge. A small piece of sponge is missing from the top of the slice suggesting that the suture tore free from the sponge. The sponge meets manufacturing specifications. The depth of the slice meets expectations for how deep the suture must be placed for the sponge. Initial inspection meets all manufacturing specifications. Root cause analysis in progress.

Event description:
It was reported that the cytosponge during the procedure on (B)(6) 2016 the suture broke causing the sponge to detach from the suture. The physician confirmed that the sponge was retrieved immediately during endoscopy. The sponge was retrieved with no harm to patient. The device broke at the upper esophageal sphincter. The patient reported no symptoms or erosions.

Manufacturer narrative:
The investigation shows that there is no evidence suggesting the sponge device was not manufactured correctly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: investigations led an evaluation on one cyto-kitr that was returned for evaluation. The customer reporter that the suture detached from the cytosponge. Inspection led by engineering verified that there was no evidence to indicate that the sponge was not manufactured correctly. A review of the device history record for the provided lot/serial number was completed and acceptance criteria for entries potentially pertinent to the customer's report were within specified limits at the time of release.